Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 06-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / worsening of pelvic pains in 2018") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, back pain ("lumbar pains which irradiated in legs / worsening of lumbar pains in 2018"), uterine spasm ("contractions as if I will give birth"), diarrhoea ("diarrhea"), visual impairment ("vision disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability") and impatience ("I lose patient quickly"). The patient was treated with surgery (surgery to remove essure scheduled on (B)(6) 2018). At the time of the report, the pelvic pain, back pain, uterine spasm, diarrhoea, visual impairment, disturbance in attention, irritability and impatience outcome was unknown. The reporter provided no causality assessment for back pain, diarrhoea, disturbance in attention, impatience, irritability, pelvic pain, uterine spasm and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-aug-2018. The most recent information was received on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / worsening of pelvic pains in 2018") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, back pain ("lumbar pains which irradiated in legs / worsening of lumbar pains in 2018"), uterine spasm ("contractions as if I will give birth"), diarrhoea ("diarrhea"), visual impairment ("vision disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability") and impatience ("I lose patient quickly"). The patient was treated with surgery (surgery to remove essure scheduled on (B)(6) 2018). At the time of the report, the pelvic pain, back pain, uterine spasm, diarrhoea, visual impairment, disturbance in attention, irritability and impatience outcome was unknown. The reporter provided no causality assessment for back pain, diarrhoea, disturbance in attention, impatience, irritability, pelvic pain, uterine spasm and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.